Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
From the residue on my gums I swallow that [accidental device ingestion]. Gives me acid reflux [esophageal acid reflux]. From the residue on my gums [product residue present]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (poligrip power max hold+seal denture adhesive) cream (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started poligrip power max hold+seal denture adhesive. On an unknown date, an unknown time after starting poligrip power max hold+seal denture adhesive, the patient experienced accidental device ingestion (serious criteria haleon medically significant and other: haleon medically significant), esophageal acid reflux and product residue present. The action taken with poligrip power max hold+seal denture adhesive was unknown. On an unknown date, the outcome of the accidental device ingestion, esophageal acid reflux and product residue present were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to poligrip power max hold+seal denture adhesive. The reporter considered the esophageal acid reflux and product residue present to be related to poligrip power max hold+seal denture adhesive. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on 23jun2023. The consumer reported that, "poligrip power max flavor free, from the residue on my gums I swallow that and gives me acid reflux.".